Event description:
It was reported to philips the device display a device error service required message after the operational check due to the device not recognizing the test load. There was no patient involvement as this was observed during testing.